Event description:
It was reported that a pump malfunction occurred, identified by the code malf 12. There was no adverse impact to the customer's blood glucose level. Technical support provided instructions to reset the pump, which resolved the issue, and the customer was able to continue using the pump. The customer was advised to contact support again if the malfunction code reappeared.